Event description:
The clinician reports the implant was inserted 2025-06-19 in ada 29. On 2025-07-10, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling and abscess. No further patient complications were reported.